Event description:
Device malfunction: balloon rupture; time of device malfunction: during the procedure; symptoms/ae: none. It was reported that the balloon catheter was introduced into a heavily calcified, eccentric and 90% stenosed 6.0 mm iliac vessel. The fox plus balloon reportedly ruptured at 8 atm during pre-dilatation. A non-abbott balloon catheter was used to complete the procedure. The physician felt the rupture occurred due to the heavy calcification. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.